Event description:
During ventilation the alert expiration obstruction occurred. The question is: is this related to the issue with the psa related pv-tool. The pv-tool tests do not look like repaired c6 ventilators. See the screenshots. The alerts are probably caused by a saturated filter before the exp valve. Thank you for investigating. Br marcel bax

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective pressure sensor assembly (psa). In consequence the pressure sensor assembly has been replaced. There was no patient or user harm.